Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. Upon further inspection, it was noted that the cannula had dislodged from the infusion site. To treat the patient's elevated bg levels, a manual injection of insulin was delivered.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction.